Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the out coil is removed in pieces / some fragments that just broke') and embedded device ('fragments embedded in the fallopian tube') in a 28-year-old female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included grand multiparity, helicobacter pylori infection and hair loss. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6)2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain"), cystitis ("infections/ infection (bladder)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), urinary tract disorder ("urinary tract disorder nos") and bladder disorder ("bladder disorder nos"). The patient was treated with surgery (laparoscopic :essure removal with bilateral partial salpingectomy and diagnostic: hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, cystitis, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device breakage, embedded device, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: placental coils. Left 3 coils trailing, and on the right 3 coils trailing. Essure did not worsened a previously existing injury/condition. Plaintiff was currently planning for essure removal. Lot number: 952107 manufacturing date: 2012-02 expiration date: 2015-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the out coil is removed in pieces / some fragments that just broke') and embedded device ('fragments embedded in the fallopian tube') in a (B)(6) patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included grand multiparity, helicobacter pylori infection and hair loss. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In january 2015, the patient experienced pelvic pain ("persistent pelvic pain/ pain"), cystitis ("infections/ infection (bladder)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), urinary tract disorder ("urinary tract disorder nos") and bladder disorder ("bladder disorder nos"). The patient was treated with surgery (laparoscopic :essure removal with bilateral partial salpingectomy and diagnostic: hysteroscopy). Essure was removed on 23-jan-2018. At the time of the report, the device breakage, embedded device, cystitis, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, depression and anxiety had not resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device breakage, embedded device, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: placental coils. Left 3 coils trailing, and on the right 3 coils trailing. Essure did not worsened a previously existing injury/condition. Plaintiff was currently planning for essure removal. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received: case category updated to serious incident. Essure removal date and surgery was added. Events added: the out coil is removed in pieces, embedded in the fallopian tube. Reporter information and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.